Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Due to corrosion on electrical connector, the image was not displayed. In addition to evaluation , due to damage on up/down knob, water tightness was lost. The electrical connector had corrosion due to water leakage. The adhesive around light guide lens had peeled. The scope identification was not displayed. Due to wear of angle wire, bending angle in up direction did not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. The bending section cover had a scratch. The adhesive on bending section cover had white-clouded area. The switch button 1 had a scratch. The switch button 3 had a scratch. Paint on suction cylinder had peeled. The connecting tube had a dent. Reprocessing of subject device the customer was able to clean, disinfect and sterilize the subject device prior to sending it to olympus. User facility does not know when foreign object adhered to the scope. There was no delay between the end of clinical use and the start of pre-cleaning. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free cloths, brush, or sponge. The air/water nozzle was flushed with a detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, the evis lucera gastrointestinal videoscope had poor image. There was no report of patient harm associated with this event. During incoming inspection, foreign objects clogged the nozzle due to insufficient cleaning. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the final root cause of the foreign material clogged in the nozzle was unable to be identified. The following is included in the instructions for use: ¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system: [inspection of the endoscope]. 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function]. 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.¿. Olympus will continue to monitor field performance for this device.